Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a review of ventricular episodes was requested for the patient with this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) conducted the review but could not determine whether the rhythm was ventricular or atrial in origin. It was also noted that some right ventricular sense (rvs) events occurred during the ventricular blanking period, resulting in functional noncapture of the right ventricular pace delivered. Ts stated that the patient's physician would need to review the events. The device remains in service. No adverse patient effects have been reported.